Event description:
Dealer called for parts quote and alleged the customer was struck by a vehicle. Customer went to hospital to be checked out but is okay.

Manufacturer narrative:
The provider assessed the device and stated that the damage was cosmetic (only a few scratches). No repairs to the scooter were needed. The end user was not injured during the incident but went to the hospital just to be checked out. The device will not be returned to pride for evaluation at this time. (B)(4): provider assessed.

Manufacturer narrative:
The device is not available for evaluation. A follow-up report will be issued if more information or if the device becomes available.

Event description:
Dealer called for parts quote and alleged the customer was struck by a vehicle. Customer went to hospital to be checked out, but is okay.